Event description:
It was reported that the lines of a homechoice cassette "feel loose". This occurred during priming of the device for peritoneal dialysis (pd) therapy. Rental therapy services provided trouble shooting steps and discussed continuous ambulatory pd with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.